Event description:
Information received indicates the bed has no ground due to a broken ground pin on the accessory power cord.

Manufacturer narrative:
The technician replaced the plug on the accessory outlet to repair the bed.